Event description:
Pt has not been able to talk above a whisper since vns implant. The pt reports no dysphagia, no odynophagia, no history of aspiration. Swallowing is reportedly not affected. It was reported the pt had an ent evaluation resulting in diagnosis of left vocal cord paralysis. Treating phyicians expect the hoarseness to continue for several weeks/months; however, there is an expectation that it will improve.